Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up MFR report: 1. Section b. Box 4. Date of this report.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. During the procedure, while retracting the swiftpac to reposition, the physician experienced resistance and the embolization coil unintentionally detached inside the microcatheter. The microcatheter containing the detached swiftpac was removed. The procedure was completed using another swiftpac and the same microcatheter. There was no report of an adverse effect to the patient.